Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve moved out of its targeted location into a higher position. A second valve of the same size and model was implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
From the available information a conclusive cause for the valve dislodgement could not be determined, but known factors include user technique, tension in the system at deployment, and interaction between patient anatomy and the device. There was no indication of a possible device manufacturing issue, therefore a device history record review was not performed.